Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a damaged pulse wire broken off in r1 te along with gel fire wire causing the "add gel messages" and the trunk cable wires were broken in the distribution node. The root cause for the damaged wires was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.